Manufacturer narrative:
(B)(4). Information was not provided by the contact. That analysis results found that the 355rt device was returned the sleeve broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic hernia repair and, while removing the instrument from the trocar port, the trocar cannula split into two pieces, starting from the third to fourth ring on the top of the cannula and splitting down the shaft of the cannula to the end of the cannula. The doctor was able to remove the cannula pieces and installed a second cannula to complete the procedure with no consequence to the patient.